Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed to boot and charge as the device will not turn on. Opened receiver,fails internal visual inspection with an activated moisture detection sticker and moisture damage throughout receiver. Unable to perform receiver download or functional test because receiver will not turn on. The reported event of an error icon display was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrfu. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.